Manufacturer narrative:
A ge service rep performed an eval. The collimator iris was adjusted. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system had a problem with the collimator iris potentiometer. No pt injury was reported.